Manufacturer narrative:
Age at time of event: "elderly". (B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a piece of the sheath detached. The patient was undergoing a left atrial appendage (laa) closure procedure. This anterior curve watchman access system (was) was positioned in the laa. A 24mm watchman closure device was advanced through the was and deployed. Due to positioning the closure device was fully recaptured. Upon removal of the closure device, they noticed a piece from the distal tip of the was attached to the anchor of the closure device. The was was removed and a double curve was then used to complete the procedure successfully. No patient complications were reported.